Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer was wearing the infusion set for 3 days. Customer¿s blood glucose level was 398 mg/dl. Customer reverted to an alternate method of insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider.